Event description:
The operator of a dimension rxl max with hm instrument had liquid splashed in her eye, while she was trying to remove a jammed reaction vessel. The incident was reported to the health and safety department. The operator did not suffer any injury.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the heterogeneous module shuttle lost steps because the reaction vessel jammed on its way to being discarded. When the customer tried to remove the jammed reaction vessel, liquid in it splashed into her eye. The customer was not wearing safety glasses. The cause of liquid being splashed into the operator's eye was related to user error. The instrument is performing according to specifications. No further evaluation of the device is required.